Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken guidewire is confirmed; however, the exact cause is unknown. One photograph of a guidewire was returned for evaluation. An initial visual observation of the photograph showed a frayed and fractured guidewire with unraveled coils and a broken core wire exiting a lacerated insertion site. The unraveled coils appear to continue internally into the patient. A portion of the guidewire could not be seen as the photograph appears to have been digitally altered. Use residue as well as damage to the guidewire is observed on the sample in the photograph, but no details or distinguishing features leading to a specific root cause of the guidewire fraying can be discerned. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Event description:
It was reported, "during the PICC catheterization, the mst guide filament spread out and entered the tissue, and then the patient was surgically removed in the operating room after expert consultation". No other information was provided.

Event description:
It was reported, "during the PICC catheterization, the mst guide filament spread out and entered the tissue, and then the patient was surgically removed in the operating room after expert consultation." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.